Event description:
It was stated that the insulin pump had a blank display. It was stated that the display would come up with a new battery, then go blank again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown wether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.